Manufacturer narrative:
72404156. 1000292398. Reservoir 100 ml pc/iz.

Event description:
It was reported that patient liaison spoke with patient who called to report that he had seen his md for a follow up appointment and that the dr. Had difficulty inflating his device; he states that the dr. Called someone and came back a tried to reset his pump. Patient says the dr. Was able to reset it while in the office, but that when he went home he was unable to squeeze his pump as it is hard as a rock. Patient liaison went over trouble shooting maneuvers with him to include burp/anti-stiction and reset. It was reported that patient called stating his inflatable penile prosthesis (ipp) device does not work properly. He states that it does not inflate fully and he feels like there is something wrong with his pump. Patient states that he has seen both doctor and personnel who have assured him that his device is working.

Manufacturer narrative:
72404156, 1000292398, reservoir 100 ml pc/iz.

Event description:
It was reported that patient liaison spoke with patient who called to report that he had seen his md for a follow up appointment and that the dr. Had difficulty inflating his device; he states that the dr. Called someone and came back a tried to reset his pump. Patient says the dr. Was able to reset it while in the office, but that when he went home he was unable to squeeze his pump as it is hard as a rock. Patient liaison went over trouble shooting maneuvers with him to include burp/anti-stiction and reset.